Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 375cc mentor memorygel breast implant placed experienced right sided rupture and bilateral capsular contracture post procedure. As a result, device replacement with allergan implants was performed on (B)(6) 2019. The right sided rupture was reported under 1645337-2019-25243 on (B)(6) 2019. On (B)(6) 2019 mentor received additional information and initial awareness of the bilateral capsular contracture. This report relates to the left prosthesis.